Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that two communication errors happened due to the robot arm touching the device robot stand covers when going on trajectory (automatic movement).

Manufacturer narrative:
An analysis of data log files from the subject event was performed which indicated that the root cause of the event is user error who did not released the vigilance device to avoid the collision. Reported communication errors are a safety measure when a collision is detected, it is a normal device behavior. Device worked as intended when used in accordance with IFU.